Manufacturer narrative:
Lot # is unknown. The device history record (DHR) review confirms that the device met all material, assembly and performance specifications the retriever was not in its insertion tool. Visual inspection revealed that there was blood on stainless steel (ss) coils. The stainless steel (ss) coils were found stretched just distal to the proximal solder joint and wrinkled on several places along its length. The third party manufacturer ace microcatheter used during the procedure was also returned. The ace catheter was full of blood and was accordion wrinkled and deformed between approximately 110.0cm to 125.0cm from its proximal end. No other anomalies were observed. Functional testing was performed with the returned retriever, insertion tool, and a demonstration microcatheter. The returned retriever advanced out of the insertion tool and into the demonstration microcatheter with slight friction. The retriever was introduced and advanced out of the microcatheter through its distal end. Information available from the reported issue indicated that an ace catheter was used in the procedure. The presence of blood on the retriever indicates that a continuous flush was not maintained. It is likely that insufficient flush contributed to the damage noted to the device and to the reported issue. Per the device dfu "to prevent thrombus formation and contrast media crystal formation, maintain a constant infusion of appropriate flush solution between guide catheter and microcatheter and between microcatheter and retriever or guidewire." The physician also used a device that was not listed as a compatible microcatheter in the dfu. Per the device dfu, "compatibility of the retriever with other microcatheters has not been established. Performance of the retriever device may be impacted if a different microcatheter is used." The combination of not using a compatible microcatheter and not maintaining a continuous flush as listed in the dfu could have potentially led to the stainless steel coil being damaged and slight resistance or friction found during the functional testing. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that it was difficult to withdraw the retriever. There were no reported clinical consequences to the patient.

Event description:
It was reported that it was difficult to withdraw the retriever. There were no reported clinical consequences to the patient.